Event description:
Pt placed and activated the device around 2:30 pm on (B)(6) 2010; at that time his blood glucose measured 404 mg/dl and a 13.95 unit correction bolus of insulin was administered. His blood glucose remained consistently high (readings ranged from 265 mg/dl to high (>500 mg/dl) over the next 32 hours despite multiple insulin boluses administered via the device. The parent also reported that the child was vomiting overnight. At 10:30 pm on (B)(6) 2010 with a blood glucose measurement of 382 mg/dl, the parent administered 45 units of insulin to the pt by manual injection and called the health care practitioner who advised an ER visit. His blood glucose was 580 mg/dl upon arrival at the ER. The pt was subsequently admitted for dehydration and organ shutdown; he remained hospitalized for 3 days. The device was discarded at the hospital.

Manufacturer narrative:
The product was not returned for evaluation. No conclusion can drawn about any malfunction, defect or other product condition that may have contributed to the pt's high blood glucose and hospitalization. No product lot number was provided by the caller; no review of lot qualification records was possible. The omnipod user's guide emphasizes the importance of frequent blood glucose monitoring in order to detect issues early and allow prompt treatment. In the case of a blood glucose reading over 250 mg/dl, the user is instructed to take a correction bolus and test again in two hours. If blood glucose remains elevated at that time, the guide recommends a bolus by manual injection and again in another two hours. If blood glucose has not returned to normal at that time (a total of four hours after the first elevated reading), the user is instructed to replace the pod and contact their healthcare provider. If nausea occurs at point, the guide recommends testing for ketones and contacting the hcp immediately.